Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. Inflation was performed twice for 30 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.